Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer stated the device is only available for return after a replacement component is received. At this time, carefusion has not received the suspect component for evaluation. (B)(4).

Event description:
The customer stated "the fio2 concentration is out of specification. The reading is the same regardless of where the setting is at. The issue was verified with an external fio2 analyzer, and has identified the problem with the blender. The gde (gas delivery engine) was replaced and the issue was corrected. The unit was not on a patient at the time of the incident."